Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during lens delivery, resistance was encountered prior to full implantation and the surgeon observed that the lens haptic had displaced beneath the plunger tip. The injector and lens were withdrawn from the eye prior to complete injection of the lens. A back-up lens was implanted successfully without further incident during the original surgery session. There was no harm or injury to the patient. No further action required. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Our review of production records for the rayone galaxy toric rao615x batch 124260709 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 124260709. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The mechanism by which the lens has become trapped in this case cannot be established from the available information.

Event description:
On 24th november 2025, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that during lens delivery, resistance was encountered prior to full implantation and the surgeon observed that the lens haptic had displaced beneath the plunger tip. The injector and lens were withdrawn from the eye prior to complete injection of the lens and a back-up lens implanted.